Event description:
It was reported, the patient¿s lead was going to be replaced on (B)(6). Additional information received on the date of replacement reported the patient noticed a change in stimulation area at the (B)(6), the exact date was not known. The patient was seen in the clinic in (B)(6) and x-rays were performed which showed the leads had migrated down from t2 to t3 and t5. An impedance check was done prior to surgery and all were normal, no out of range results. Surgery was performed to move the leads back to the original position but when the lead and extension were visualized it was noted that the boot and extension connection were broken. The anchor was also broken in half. The physician thought the integrity of the leads were questionable as well as the extensions so both were replaced. The patient was programmed post-operation and was doing better. It was noted the patient was a rancher and rode horses and ¿threw bales of hay around.¿

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 97791, lot# n383180; product type accessory product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 97791; product type accessory product ID 97791, lot# n383180; product type accessory product ID 97791; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (B)(4) found no significant anomaly, the stim lead body outer insulation melted and they suspected a cautery artifact. Analysis of the lead (B)(4) reported no anomaly. Analysis of the extension (B)(4) found no significant anomaly, the stim extension distal end conductor was cut. It was reported the extension had suture on molded rubber, and a cut in the molded rubber, cut through the #0 conductor wire for both extensions. Explant damage was suspected. Analysis of the extension (B)(4) found no significant anomaly, the stim extension distal end conductor was cut. It was reported the extension had suture on molded rubber, and a cut in the molded rubber, cut through the #0 conductor wire for both extensions. Explant damage was suspected. Analysis of the anchor (B)(4) found the anchor was torn. Analysis of the other anchor found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.